Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced two low glucose events while using the system, with the lowest continuous glucose monitor value of 61 mg/dl, and treated the events with an oral glucose product (relion glucose shot). Symptoms included hypoglycemia. Outcomes included an event requiring medication to treat the low glucose and a classification of serious injury or illness. Investigation included communication with the user and analysis of the information provided by the user or a third party. Investigation of this case revealed no findings available, with insufficient information regarding a device-related problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.